Event description:
Boston scientific crm received information that there was an infection that took place with a patient that has a medical device. No indication that this lead was explanted was provided.